Manufacturer narrative:
H.6. Investigation summary four photos and eighteen loose 10ml syringes were received and evaluated. It was observed the "blob" was silicone and was observed to be on the lower end of the specification but within acceptable limits. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd syringe luer-lok¿ tip contained foreign matter. The following information was provided by the initial reporter: "as stated in previous e-mail, during syringe filling we noticed small (but quite visible) blobs of what seems to be lubricant within a batch of syringes".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe luer-lok¿ tip contained foreign matter. The following information was provided by the initial reporter: "as stated in previous e-mail, during syringe filling we noticed small (but quite visible) blobs of what seems to be lubricant within a batch of syringes."